Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient right ventricular (rv) lead triggered an alert for pacing impedance that exceeded the programmed upper limit. The rv lead remains in use. No patient complications have been reported as a result of this event.